Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 9 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in the lad. The maverick2 monorail balloon was removed and the procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".